Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient experienced skin infections on cannula site on an unknown date which was later diagnosed with cellulitis. The site was right side of abdomen. The patient was first on oral keflex with no effect, then added oral clavulin. Patient was still symptomatic then patient went to the hospital and got the site drained with minimal discharge and was started on intravenous ceftriaxone, course of intravenous antibiotics finished and patient back on oral clavulin. No further information available.